Event description:
A negative immulite 2500 ck-mb patient sample result was obtained. Upon repeat, the result was positive and reported to the physician. Patient treatment was not prescribed on altered. There was no report of adverse health consequences due to the discordant ck-mb result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause of the discordant ck-mb result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.